Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the insulin gauge was inaccurate. Additionally, it was reported, that an o-ring from a previous cartridge on the pneumatic tap. Customer reloaded the cartridge to resolve the issue. Customer¿s blood glucose level was 80 mg/dl.